Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An osseotite® implant 4 x 8.5mm (oss485) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No damage. The returned device was measured with a caliper and verified to match DHR specifications per drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Device history record (DHR) review was completed for the subject lot number (2014051592). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014051592) for similar event and no other complaint was identified. Review completed utilizing complaint category keywords: bone fracture. Based on the available information, device malfunction did not occur and the reported event was non.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Unique identifier (UDI) number is not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
The doctor reports that the implant was inserted into the jaw and then there was a corticular fracture and that is the main cause of the implant failure. The affected dental position is: #42( fdi).